Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reports "valve delaminated from shell." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve and fold creases. A leak test and microscopic analysis was performed which identified total delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure.